Event description:
The user facility reported that the product had an unsafe needle containment system. Follow up communication from the user facility confirmed the following: (1) during a trial run of the new blood collection system, the needle was able to be removed from safety system with minimal effort; (2) the safety cover was quite flexible, making it difficult to engage but also easy to remove; and (3) no harm to patient or staff.

Manufacturer narrative:
The actual sample has not been returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and a reserved sample. Visual inspection confirmed no abnormity with appearance of winged needle, safety device, the connection status of safety device and tubing. The angle of the safety shield met manufacturer specifications. The activation of the safety unit was activated successfully, and no abnormity was found on the teeth. Breakage resistance test after activation of safety unit, no anomalies or defects were found. Simulations testing was conducted to verify of the blood-taking function. When the winged needle was used to perform venipuncture, we can see the flashback of blood although the safety cover is yellow and semi-transparent. After blood taking, activate the safety device according to IFU, we found that during the whole process, neither the fingers touched the needle nor the fingers exposed to the tip of needle. During the simulation use, the blood can be easily taken with our product. The safety device can be normally activated. A review of the device history record, the in-process inspection, and the release records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, this complaint is consistent not operating the device according to the requirements of the IFU. In this way, the risk of a needle stick would occur when the customer tried to activate the safety device. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The fifty unused samples were returned to the manufacturer on april 21, 2015 for evaluation. Visual inspection revealed no defects. The angle of the safety shield was inspected and met manufacturer specifications. Activation of the safety shield was activated successfully using the method indicated in the IFU with no abnormity. Breakage resistance test after activation of the safety unit revealed no abnormality. A simulation test was performed. Verification of the blood-taking function was performed according to the IFU. It was confirmed when the winged needle was used to perform venipuncture, the flashback of blood could be seen; after blood taking, activation of the safety device according to the IFU, neither the fingers touched the needle nor the fingers exposed to the tip of the needle. No abnormity was found during this simulation. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely this complaint was caused by not operating the device according to the requirements of the IFU. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 3004102031-2015-00002 to provide the returned unused sample evaluation results.